Manufacturer narrative:
MFR will continue to monitor this issue through trending. The device was not returned for eval, and it cannot be determined if the suture was a contributing factor in the reported issue. No results are available at this time.

Event description:
The customer reported that approx four months after the procedure, the cyctocol returned. The physician was unsure which product may have malfunctioned, the suture or the tissue repair matrix. No add'l pt info provided, no product problem was reported.